Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that during a right ventricular lead revision procedure it was noted that there were dents on the outer surface of the device. The device was extracted and replaced. It was also reported that the during the procedure the atrial lead was damaged. The lead was replaced. No patient complications were reported as a result of this event.